Event description:
The customer reported the system cine function was not operating. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge board and reformatted the cine drive. The system operates as intended.